Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with both motor error and motor position encoder error alarms. No further details were given; the customer was transferred to the 24-hour helpline for assistance.